Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter indicated that about a month earlier, the patient noticed that the keypad had peeled completely off. The ok, up, and down buttons were all exposed. The reporter, however, was not sure if the tactile/unresponsiveness issue occurred before or after the keypad peeled. Due to the alleged keypad issue, the reporter claimed that the patient was hospitalized for hyperglycemia. She reported a blood glucose (bg) level of over "300 mg/dl" upon the patient's admission to the hospital. The reporter did not specify any symptoms of hyperglycemia that the patient had other than sleeping a lot. The reporter also claimed that incorrect carb counting was a possible contributing factor to the patient's elevated bg levels. During the hospitalization, the patient was taken off of the pump and treated with injections. The reporter admitted that the pump had been dropped on the floor several times. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for hyperglycemia. She attributed the patient's high bg episode to the pump being unresponsive to button presses. However, at this time, it is unknown if use-error contributed to the patient's injury.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012 . Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and pump history did not reveal any activity outside normal use. The pump was returned for investigation with the keypad torn from the up arrow button to the ok button. On testing, the up arrow and down arrow buttons required increased force to evoke a response. The ok and contrast buttons responded normally with appropriate spring back and click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.